Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section a2 & d9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information obtained reportedly indicates that the reason for explant was not meningitis, however, another type of infection is suspected. There was no sign of infection near the device. The recipient has fully recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted due to meningitis. The recipient removed the stitches following initial implant surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.